Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image was not displayed due to communication failure caused by cable failure. For cause of cable failure, it is likely that it was broken due to flooding from cut on cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was flickering due to a faulty cable. In addition to the reportable malfunction, the following were noted: the cable had a cut, which damaged the cable insulation, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the image of the hd camera head goes in and out. The issue was found during preparation for use, but the issue did not coincide with the procedure. There were no reports of patient harm.